Manufacturer narrative:
Follow-up # 1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s display screen was returned fully functional and illuminated with no signs of discoloration or fading. Unrelated to the complaint, evaluation revealed that the keypad button cover was peeling from the bottom to the contrast keypad button. All the keypad buttons responded properly during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging there was "difficulty in reading the numbers" on the display. The reporter further stated the specifics of the display issue were unknown because the patient and pump were not present. There is no additional information. This complaint is being reported because, the reported display issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.